Manufacturer narrative:
Evaluated two opened/used reservoirs. Inspected reservoirs, snap-cap, and septum for anomalies. None were found. Ran occlusion test as follows: reservoir filled with diluent, and connected to a new infusion set. Installed the reservoirs and connectors into an insulin pump. Performed pump manual prime and fluid went through the infusion set and out the catheter tip. Conclusion: the reservoirs were not occluded.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported receiving a no delivery alarm when trying to fill the reservoir. During troubleshooting, insulin did not exit the tubing and the insulin pump did not alarm no delivery. No further info was provided. Blood glucose level was 428 mg/dl at the time of the call.